Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 375 mg/dl and ketones were present. Multiple correction boluses were delivered to address bg. Customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin/fluids and insulin injections were administered. Elevated bg/dka were resolved with no permanent injury. Customer did not know what caused the elevated bg; however, reported pump was functioning as intended. During system check with tandem technical support, a low insulin alert was found in pump data. Customer reported that the pump did not run out of insulin and an out of insulin alarm did not occur. Upon follow up, customer reported to have been discharged on (B)(6) 2019 and pump therapy was resumed. Customer alleged no issues with the pump and required no further assistance.